Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One stiffening stylet, one t-lock, and one 5 fr dual lumen powerpicc were returned for evaluation. An initial visual observation showed the coiled wire of the stylet was severely unraveled and broken. The core wire of the stylet was observed to be broken approximately 3.9 cm distal to its distal end. A microscopic observation revealed the break sites in both the core wire and the coiled wire were tapered with mostly flat and granular surfaces, which is indicative of tensile (pulling) failure. The damage observed on the core and coiled wire of the returned stylet indicate the stylet was likely forcibly pulled at an angle and/or against resistance, which caused the stylet to break and unravel. The product IFU states: ¿slowly remove the t-lock and stylet, as a unit. Do not remove stylet through t-lock. Caution: never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿. It should also be noted that the product IFU indicates the catheter and stylet should be pre-flushed prior to manipulation of the stylet. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that stylet was extended upon pulling back after trimming the catheter. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that stylet was extended upon pulling back after trimming the catheter. There was no reported patient involvement.